Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the secondary water channel could not be identified and the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and foreign material was found to be coming out due to a blockage in the channel (and could not be removed). Evaluation findings include the following: the angulation in the up direction was out of standards due to wear of the angle wire, the gap of the up/down knob was out of standards due to wear of the angle wire, there was a liquid leak due to perforation of the auxiliary channel, there was a liquid leak due to deformation of the light guide (lg) connector, water amount was out of standard due to deformation of the nozzle, the condition of the lg bundle was out of standard, the lg lens was broken, the adhesive part of the bending section cover was broken, the connecting tube and universal cord were both crimped, there was a crease at switch button one (1), the lg connector was corroded, and the video cable was polluted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the colonovideoscope, there was liquid leakage from the universal cord. The issue occurred during preparation for use, the diagnostic procedure was completed without delay and with a similar device, and there was no patient harm associated with the event. The device was returned and evaluated, and foreign material was found to be coming out due to a blockage in the channel (and could not be removed). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.